Event description:
It was reported that patient was transferred from a bed to a wheelchair. In the initial phase of transfer the leg clip detached. As a consequence of the event the patient fell out from a device, no injury was reported.

Manufacturer narrative:
Additional information will b eprovided upon investigation conclsuion.

Manufacturer narrative:
Please note that firstly the initial report was send under incorrect manufacturer report number: 9681684-2022-00055 on 22/08/2022. To report the adverse event. During the course of the investigation it was turned out that the clip was broken. Therefore the initial final report with investigation concussion was send under new manufacturer number: 3012292104-2022-00012.